Event description:
Our sales representative reporting an unidentified liquid had compromised the customer's intermediary tubing and infiltrated the fill chamber during an hip arthroscopy. The case was completed without any patient consequences. The tubing was discarded but pictures were provided.

Manufacturer narrative:
To date, the complaint device has not been returned, therefore, is unavailable for a physical evaluation. A review into the depuy mitek complaints system revealed no other complaints of any kind for the above lot number released to distribution. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause to the reported problem without the actual tube set involved in this case it is not possible to determine a root cause at this time. A picture of the tube set received by depuy mitek shows what appears to be blood in the fill chamber. This medwatch is being filed as a result of another complaint recently received that was determined to be an adverse event and review of the above details in this event. Depuy mitek is currently seeking additional information. When and if additional information is received a follow-up medwatch report will be filed.